Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that during routine testing between pt use at the user facility, a missing ground prong was noted on the ac power cord. There were no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.